Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the internal jugular vein, the catheter was allegedly found to be completely fractured upon removal. It was further reported that the fractured catheter tubing had allegedly migrated to the patient's lower superior vena cava of right atrium and partly extended into right ventricle. Furthermore, the patient allegedly experienced extravasation of saline flush around the right neck area. In addition, the patient allegedly experienced tachycardia and skin redness at right neck and chest area. Reportedly, the migrated catheter tubing has been retrieved via the right common femoral vein access with a snare device under fluoroscopic guidance. Evidently, a surgical incision was performed over the port-a-cath reservoir and the remaining tubing was removed under fluoroscopic guidance. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was returned and measured approximately 14.9cm in length. A complete circumferential break was noted on the proximal end of the distal catheter segment that appeared elliptical in shape. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other. Therefore the investigation is confirmed for the reported fracture, leak, material separation and identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the internal jugular vein, the catheter was allegedly found to be completely fractured upon removal. It was further reported that the fractured catheter tubing had allegedly migrated to the patient's lower superior vena cava of right atrium and partly extended into right ventricle. Furthermore, the patient allegedly experienced extravasation of saline flush around the right neck area. In addition, the patient allegedly experienced tachycardia and skin redness at right neck and chest area. Reportedly, the migrated catheter tubing has been retrieved via the right common femoral vein access with a snare device under fluoroscopic guidance. Evidently, a surgical incision was performed over the port-a-cath reservoir and the remaining tubing was removed under fluoroscopic guidance. The current status of the patient was unknown.